Event description:
Patient information verification and identification card, hand written note from patient states: st jude lead was out of place on (B)(6) 2010. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).